Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced low blood glucose level 50 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.